Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (hw27279) and two controllers (con406110, con305183) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 27/jan/2018 at 09:38:06 in which motor start parameters were atypical. Additionally, log files revealed 99 low flow alarms logged since 02/aug/2024. The observed low flow alarms are an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Log file analysis revealed one (1) controller fault alarm logged on con406110 on 08/aug/2024 at 10:06:42 and multiple event exceptions logged since 08/aug/2024, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller con406110 was in use for more than two (2) years. Log file analysis associated with con305183 revealed that this was most likely a backup controller. Review of the event log file revealed that this controller was not in use during the reported event. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: con406110 h3: yes d1: controller d4: con305183 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 29-feb-2020 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 07-feb-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-may-2018 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date:31-may-2017 h5: no h6: the codes present in section h6 (B)(6) respond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range the event a few weeks after the ventricular assist device (vad) implant procedure and it was believed to be "non-clinical." The controller involved in the event was exchanged due to an unknown cause. It was also reported that a different controller exhibited a controller fault and the alarm was silenced. The ventricular assist device (vad) remains in use and the second controller was expected to be exchanged. No patient complications have been reported as a result of this event.